Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history records and complaint history could not be conducted because the lot numbers were not provided. The patient effects of hemorrhage, pseudoaneurysm, vascular dissection, unspecified infection and, thrombosis are listed in the electronic proglide instructions for use (eifu), as potential adverse events of use of the device. Factors that may contribute to the performance outcomes listed in the article include, but are not limited to, device to patient interaction, patient anatomical conditions, device to user interaction and manufacturing or material issues. Due to the limited information available, the exact root cause cannot be determined. A definitive cause for the reported failure to achieve hemostasis, could not be determined. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage, pseudoaneurysm, vascular dissection, unspecified infection and, thrombosis and the relationship to the product, if any, cannot be determined. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported surgical intervention and unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This event is from a literature review of patients who underwent veno¿arterial extracorporeal membrane oxygenation (va-ECMO) with proglide access closure in common femoral veins and arteries. The retrospective study performed compared the use of proglide to manta. The study concluded that the success rate of achieving hemostasis by arteriotomy wound closure during va-ECMO decannulation was similar between the proglide and manta devices. Complication rates were low in both the groups. The amount of blood loss and the need for transient vasopressor support were greater in the proglide group. Additional complications for the proglide included, failure to achieve hemostasis, arterial clotting, pseudoaneurysm, arterial dissection and wound infection managed with antibiotics and wound dressing. Specific patient information is documented as unknown.see article attached, titled 'comparing the outcomes of bedside percutaneous va-ECMO decannulation by proglide and manta in a high-ECMO-volume center in hong kong'

Manufacturer narrative:
Estimated date of event manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report literature attachment: "comparing the outcomes of bedside percutaneous va-ECMO decannulation by proglide and manta in a high-ECMO- volume center in hong kong.